Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia due to a call service alarm issue. Reportedly, the patient¿s blood glucose (bg) reading was at 585 mg/dl with nausea, extreme thirst and frequent urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The patient allegedly remained on pump therapy without any adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump emitted motor rewind related call service alarm less than 3 times in the past 30 days. Troubleshooting was not able to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged call service alarm issue of unknown causes.